Event description:
This patient fell out of bed off of a top bunk, which caused noise on the rv lead and inappropriate shocks. The ICD and rv lead were explanted and replaced. There were no adverse patient events reported. The hospital retained the devices. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.